Event description:
It was reported "high pressure alarms no resolved withtroubleshooting" additional informaiton states that the iab pump console was swapped to continue therapy. The patient's current condition is reproted as "fine".

Manufacturer narrative:
(B)(4).